Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace was analyzed, and the primary failure of the broken blade was related to the customer reported complaint. The instrument was found to have one blade broken at the base. A piece approximately 0.081" x 0.430" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the harmonic ace instrument tip broke off inside the patient. The customer stated the piece that broke was the stationary portion of the jaws. The customer was able to replace the damaged instrument with another harmonic ace instrument and were continuing as planned. The procedure was completed.